Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign facility directly by one (1) phone call and by four (4) emails to obtain employee information, treatment settings, incident form, and photographs. No information has been provided by the foreign user facility. According to lumenis service engineer:" laser dedusted, particle filter cleaned, main and epi cooling vented, the laser tested, the system parameters recorded and the stk carried out". Malfunction is not the suspected cause of the adverse event. No incident forms were sent to lumenis, thus clinical evaluation wasn't performed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A foreign user facility reported that after treatment with lightsheer et a patient was burned with small red dots.